Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer regarding patients receiving intrathecal therapy. Drug information on the medication being delivered by the systems was unknown. Patients were being brought in to (remove) faulty catheters. People werebeing brought in to the hospital to have catheters taken out to prevent catastrophic permanent injuries. The cause of these faulty catheters, diagnostics/troubleshooting performed, timeline, and patient information was unknown. Follow up was conducted. If additional information becomes available, the event will be updated.